Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was repaired and found to be operating as intended.